Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced that the pump was recognizing a loaded set when one was not present. This was found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump was falsely recognizing a loaded. It was also reported that there was no pt injury.